Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing tenderness at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg pocket was revised to address the issue.

Manufacturer narrative:
Date of event is estimated.